Event description:
A complaint was received indicating not receiving a replacement adc meter, due to the initial meter having a "blurry screen and can not see the results of the tests." As a result, the customer experienced dizziness, disorientation, and had a seizure and a loss of consciousness and was provided a glass of glucose water from a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of xceed meter is 4 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date reported as "about 25 days ago." The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.